Event description:
A customer contacted beckman coulter inc. (Bci) in regards to waste line leak on the unicel dxc 600i synchron chemistry analyzer. No injury or exposure to biohazardous materials was reported.

Manufacturer narrative:
A bci field service engineer (fse) re-secured the waste tubing. No further complaint of leaking from waste line was filed.